Manufacturer narrative:
The complaint sample has not yet been returned for evaluation. The distributor has indicated it will be returned. A supplemental medwatch 3500a emdr will be submitted once the evaluation has been completed. Medical device reporting for manufacturers - guidance for industry and food and drug administration staff, issued on november 8, 2016, provides guidance on MDR reporting as it pertains to delay in surgery in section 4.1. It states: "if the failure of a device causes a delay in surgery and this delay may have caused or contributed to a death or serious injury to a patient, then this event would be reportable." For this particular reported event, no known impact or consequence to the patient was reported. The guidance goes on to state, "if you determine that your device did not cause or contribute to a death or serious injury, the event may still be reportable if you determine that the device malfunctioned and the device, or similar device you market, would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." There have been no similar events reported to greatbatch for this device, or similar device, that has malfunctioned, due to mechanical jam, resulting death or serious injury due to one (1) hour surgical delay. However, due to the extended exposure of anesthesia and potential complications which can occur during a hip replacement procedure, this event is being reported solely due to the one (1) hour delay and not the malfunction, mechanical jam, as there have been no similar events reported that would likely to have caused or contributed to a death or serious injury. Report source is from the distributor, (B)(4); foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the sleeve in which the propeller shaft runs can hardly be pushed into the handle. There was a surgical delay of approximately one (1) hour because other devices from another hospital had to be brought in. No known impact or consequence to the patient was reported.

Manufacturer narrative:
The complaint sample has not been returned to greatbatch for evaluation. Thus, the reported event is non-verifiable. A manufacturing review was performed and no discrepancies were identified. If the complaint sample is received, it will be evaluated and a follow-up medwatch 3500a emdr will be submitted. The complaint sample was shipped to greatbatch, however, for reasons unknown, it was returned to the sender, the customer. Greatbatch communicated this to the customer and they acknowledged that it was returning to them. Follow-up communication was sent to the customer seeking status of the complaint sample, however there has been no reply as to the status of the complaint sample at this time.

Manufacturer narrative:
The complaint sample was returned to integer and the reported event is unconfirmed. The complaint sample was received fully assembled and was disassembled and reassembled multiple times in accordance to greatbatch medical assembly/disassembly instructions for use (IFU) that was sent with the device. The IFU illustrates how to properly assemble and disassemble the device. There were no issues noted. The device assembled and disassembled as intended. In summary, the reported event is unconfirmed as no failure was detected on this complaint sample. No further investigation is required. Device availability updated to yes. Device evaluated by manufacturer updated to yes.